Manufacturer narrative:
Investigation summary: samples were received, and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that the bd ultra-fine¿ 1/2ml insulin syringe 29g is partially missing the scale marking. The following information was provided by the initial reporter, translated from japanese to english: device showed that the scale marking was partially missing.